Event description:
It was reported that during preparation for a coronary stenting treatment procedure it was noted that the stent was damaged. As the physician prepared to implant a liberte' monorail coronary stent delivery system 2.75x32mm, he noticed that the strut of the stent was vertical when the package as opened. The procedure was completed with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental metwatch will be filed.